Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. The day of the event (B)(6) 2025 during a routine checkup at the doctor¿s office, the patient experienced a loss of consciousness. A fingerstick test showed a cgm reading of 139 mg/dl, while the blood glucose reading was 29 mg/dl. After regaining consciousness, the patient was treated with apple juice. No additional treatment was reported as necessary. There was no documentation of further medical evaluation or intervention. At the time of reporting, the patient was stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.